Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-200 generator was not working. Customer indicated that every 30 mins or so the system would indicate 'e-200 not detected, check connections and restart tower'. Customer would restart, continue with case and 30-45 mins later the message would return. Technical support engineer (tse) advised that they could use the backup e-200 generator. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and confirmed error 25952 on e200 while using vessel sealer curved instrument. Fse did not replace. This is a known issue that will be patched on the next software update. No site visit was conducted.